Event description:
Customer was admitted to the hospital for low blood sugar. Customer obtained a reading of 480 mg/dl on the advantage system while experiencing low blood glucose symptoms. Customer was using expired strips. Customer was tested at the hospital on their meter with a reading of 69 mg/dl. Customer was treated with a glucose IV at the hospital over 4 days and released. Requested return of suspect device and replacement was sent.